Manufacturer narrative:
Additional information received on 15march2016 from the initial reporter and includes: the surgeon decided to bring this patient back to theatre as her stem had subsided by 1cm and required correction of neck length. The patient had a revision surgery to correct leg length. The surgeon did the surgery through the original incision using the anterior approach. He removed the original ceramic head and replaced it. The stem and cup were kept in place. Batch review performed on 04 april 2016. Lot 150199: (B)(4) items manufactured and released on 13 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
The surgeon plans to revise a total hip of a patient that had a hip replacement. He plans to exchange the head but if this is not possible he will be revising the stem and cup.

Manufacturer narrative:
Additional information received on 21 september 2016 and includes:all explants will not be available.